Event description:
It was reported that this device and unknown right atrial (ra) lead exhibited episodes of noise and oversensing resulting in inappropriate mode switches as well as pacing inhibition. There were some instances of noise observed on the shock channel of the right ventricular (rv) lead but none on the pace/sense channel nor did oversensing occur. Several intermittent high rv pacing thresholds were also noted without impact to patient therapy; all other measurements were within normal limits. Boston scientific technical services (ts) reviewed stored episodes and suggested the ra noise likely occurred while the patient was moving as the shock channel showed some corresponding myopotential noise. Suggestions were provided for additional system testing. Additional information was later received indicating the physician elected to program atrial discriminators off and change the pacing mode to ddi. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and unknown right atrial (ra) lead exhibited episodes of noise and oversensing resulting in inappropriate mode switches as well as pacing inhibition. There were some instances of noise observed on the shock channel of the right ventricular (rv) lead but none on the pace/sense channel nor did oversensing occur. Several intermittent high rv pacing thresholds were also noted without impact to patient therapy; all other measurements were within normal limits. Boston scientific technical services (ts) reviewed stored episodes and suggested the ra noise likely occurred while the patient was moving as the shock channel showed some corresponding myopotential noise. Suggestions were provided for additional system testing. No adverse patient effects were reported.